Manufacturer narrative:
Due to character limitation in block e1: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine and found machine giving leak in iabp circuit error and also display leds also blinking in service mode. Fse refitted the main board connections and solenoid driver pcb connections. Checked the machine with balloon and trainer for 3 hrs. Machine working without any errors. Kept the machine under observation. Checked and observed the machine for any errors, no problems found. Done all the functionality tests as per factory specifications. All tests are passed. Handed over the machine in good working condition. Investigation closed on: 19/03/2025.

Event description:
It was reported by customer that during routine check, the cs100 intra aortic balloon pump (iabp) had autofill failure error. There was no patient involvement.